Event description:
Delivery of inadequate therapy was reported to the (B)(4) in association to a medtronic maximo vr, serial number (B)(4), which was replaced after 43 months. The analysis of the medtronic device did not identify any anomalies, but review of the memory showed a low hv lead impedance associated to the subject lead. The implant status of the subject lead is not known, and it is not available for analysis. Note: this lead was implanted and explanted outside of the united states.

Manufacturer narrative:
(B)(4), 2010.this event concerns a device that was manufactured and used outside the united states. Please refer to the attached report no. Ele 10/180 for complete details. (B)(4): device was not returned.